Event description:
It was reported that during transport of a pt the pump stopped. The nurse switched to manual infusion. There was no resultant pt consequence.

Manufacturer narrative:
Manufacturer's report date 12/18/97. The pump was returned for investigation and a visual inspection found the inspection seal missing. Upon power-up, all three channels displayed "service mode-latch out of order(fault 292) which was cleared with fms software. Visual and functional testing was performed and the pump was found to meet all manufacturer's specifications. The accuracy was tested and passed all tests. The event logs were retrieved and revealed that all three channels had alarmed "pump latch closed" on the incident date, and after each alarm, the channel was put into "service mode" in response to the alarm. The fault 292 generated only when the operator presses the "service" key in response to the alarm. This alarm can be cleared by manually opening the pump latch instead of pressing the "service" key. The user will receive instructions on correct steps to clear the alarms, as specified on page 35 of the directions for use for this unit.